Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the top jaw seal plate was damaged and partially detached. It was reported that the device activated an alarm. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the first device was connected to an ft10 unit. After using it several times, regrasp alarm sounded and it could not seal. A second ligasure device was used and connected. Detachment of the device's lower jaw was found (fragment did not drop in the body) and could not seal either. A third ligasure device was used and continued the operation. There was no patient injury. Medtronic's initial evaluation of the incident found that the top jaw seal plate was damaged and partially detached. A piece of the jaw overmold was missing and not returned.